Manufacturer narrative:
(B)(4): batch #l92x6g. The device was returned with the tissue pad damaged, melted and 100% present. The tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: did any of the tissue pad detach from the clamp arm and fall off? Yes, it detached from the clamp arm and didn't melt away. If yes, did any piece fall into the patient? No. Is the tissue pad returning with the device or has it been disposed of? Unknown. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? The surgeon agreed he may have activated too long and potentially caused abuse mode.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the teflon pad melted off during use. Procedure completed with same/like device. There was no adverse consequence to the patient.